Event description:
Customer reported altitude alarm from pump. There was no adverse impact to customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer's insulin was suspended due to the alarm, and although instructions were followed to clean and reconnect the pump cartridge, the issue persisted. Attempts to resume insulin delivery failed, so technical support advised loading a new cartridge, which did not resolve the alarm condition. Consequently, technical support arranged for replacement of the pump and cartridge. Customer will use mdi as backup therapy until the new pump arrives, with instructions provided for setup. Customer acknowledged instructions and agreed to return the defective pump within 10 days.